Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/16/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during the hydrogel placement, there was an infiltration of the rectal wall. Despite this occurrence, no patient complications have been reported. Currently, no additional information has been obtained regarding this incident.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 08/16/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11. The following blocks were updated based on additional information received on april 15, 2025: a2, a3a, b5, b3, d4, d6a, e1, e2, e3, g2.

Event description:
It was reported that during the hydrogel placement, there was an infiltration of the rectal wall. Despite this occurrence, no patient complications have been reported. Currently, no additional information has been obtained regarding this incident. Additional information. On (B)(6) 2024, the patient underwent a transperineal injection of spaceoar vue under local anesthesia, the injection was successfully confirmed via ultrasound. No adverse events or complications were noted during the procedure. The site clarified that a minor rectal wall infiltration occurred. The infiltration was observed during sbrt planning. On (B)(6) 2024, the patient experienced a non-serious diarrhea and a non-serious dysuria, however, this were not attributed to the spaceoar placement.